Event description:
Healthcare professional later confirmed that there was "no adverse event."

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed via ultrasound. Device has been explanted.